Manufacturer narrative:
One twinfix ultra ti 3.5mm suture anchor device used during treatment, was returned for evaluation. There was discoloration at the laser marking area of the inserter¿s distal tip. The anchor was returned. It had dings and had particulate attached, as with use. The suture was returned attached to the anchor and wound on the inserter cleats. Initial evaluation for the allegation was unconfirmed. The device appears to have reddish/brown discoloration isolated only to the laser marking. The discoloration is evident on the laser mark along the shaft. The discoloration appears to be corrosion but this was not confirmed.

Manufacturer narrative:
(B)(6). The sample is under evaluation by the manufacturing site.

Event description:
It was reported that during an acl procedure, once the package was opened, it was found rust at the front. A backup device was available to complete the procedure. No significant delay and no patient injuries were reported. Preliminary results of investigation have concluded that human matter was identified in the anchor suggesting that was used in the patient which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.